Event description:
It was reported that the patient has been feeling pain since undergoing surgery. Patient states that her pain in located in her hip area. Patient also states that when she extends her right leg out to her side, she feels pain. Her activity level is normal.

Manufacturer narrative:
Medical record review by the clinical consultant indicated that there is no follow-up subsequent to the (B)(6) 2011 discharge and no documentation of the complaints described in the event description. Pain on ¿extends right leg out to her side¿ is consistent with trochanteric bursitis, particularly as ¿activity level is normal¿. There is no indication of a problem related to the prosthetic components of her right total hip arthroplasty. The exact cause of the event could not be determined. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The source of the pain was not clear and it is not demonstrated to be related to the reported components.

Event description:
It was reported that the patient has been feeling pain since undergoing surgery. Patient states that her pain in located in her hip area. Patient also states that when she extends her right leg out to her side, she feels pain. Her activity level is normal.

Manufacturer narrative:
Additional devices listed in this report: cat # 6020-2530, lot # 37567303, description: accolade 132 size 2.5; cat # 6570-0-132, lot # 37227101, description: delta v-40 ceramic head 32/0; cat # 502-11-52e, lot # 38405101, description: trident hemispherical cluster hole shell; cat # 2030-6525-1, lot # mknw2l, description: 6.5 cancellous bone screw 25mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The devices are not available for evaluation as they remain implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Devices remain implanted.